Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with unable to reset the channel was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. The device has not been previously sent into service for the reported condition of 'channel b would not take the tubing and was unable to manually reset the channel'.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which channel b would not take the tubing and was unable to manually reset the channel. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred in the intensive care unit. There was no adverse event, patient injury no medical intervention associated with this report. The user interface module master software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.